Event description:
Patient underwent removal of intra aortic balloon pump catheter. Manual pressure was held for four minutes and then a femostop was placed in correct position. The femostop would not hold pressure to the site. The display screen was blank with no numbers, etc. The femostop was immediately removed from service. A new femostop was placed and operated as intended/expected. There was no adverse outcome to the patient. The femostop that failed to operate was retained and is available by request for the manufacturer's inspection.